Event description:
It was reported that during a procedure, the cut guide got a pin stuck in the hole. Surgeon was able to successfully dislodge the block from the patient without incident but could not get the pin out of the guide there was no surgical delay or patient injury reported.

Manufacturer narrative:
The device, used in treatment, was not made available to the designated complaint unit for investigation. Thus, functional inspection could not be performed. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports: this issue will continue to be monitored. The surgical technique guide released at the time of the complaint (pn 500146 revb) provides instructions for using the cut guide. Specifically, the guide does provide instruction on how to secure the distal cut guide on the bone surface using [?]" Diameter headless speed pins provided in the smith & nephew implant system trays. This failure is an identified failure mode within the risk file. We could confirm if there was a relationship established between the device and the reported event. Photos of the device were provided for evaluation which confirmed that the pin was stuck in the cut guide. This is due to wear and tear on the cut guide over time.